Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that there was nothing unusual prior to explant in the memory dump. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient was complaining of dizziness and it was then further noted that there was oversensing in the atrial and ventricular channels. New atrial and ventricular leads were implanted but when connected to the device oversensing was still observed. The device was subsequently explanted and replaced and connected to the original leads. The newly implanted ventricular lead was capped and left in the patient as a back-up lead. The newly implanted atrial lead was taken out due to redundancy. No further patient complications have been reported as a result of this event.